Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was giving error code 112, 111, 58, 113. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer also found shuttle calibration 10. Fse replaced the executive processor board and cleared all fault logs. The product is in good condition and fully functional.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was giving error code 11211158113. There was no patient involvement.